Event description:
Nurse discovered chemotherapy leaking down IV pole coming from IV tubing while on a pt that was receiving a 24 hour chemotherapy (5-fu) infusion. The infusion was given via a secondary IV set and the leak was coming out of the primary tubing. A few drops of the medication got on the nurse's clothing. The nurse cleaned up the spill with a chemotherapy spill kit and reconnected the chemotherapy infusion via a new primary IV set then continued the infusion. The pharmacist observed the leak and noted that it was a small amount of medication. No pt harm occurred and no medical intervention was required. Customer stated that no add'l pt or event info is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the evaluation has been completed.